Event description:
The customer reported that the system intermittently displayed an interlock failure error message and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 24 volt power supply. The system operates as intended.